Event description:
The customer reported the interconnect cable connection only intermittently functioned. This resulted in an intermittent shut down problems. There is no report of death or serious injury.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.